Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a high readings issue with the adc device. The caller reported received an unspecified high sensor readings when compared to a competitor meter. The customer experienced hypoglycemia symptom with loss of strength, trembling and sweating and was unable to self-treat. Customer was unable to self-treat and was treated with orange juice by third-party. No further treatment was reported. There was no report of death or permanent impairment associated with this event.